Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010; inratio: 5.9; reference: 3.6; mean: 4.75; confidence limits: 2.6-6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B)(6)2010; 1st inr: 5.9; 2nd inr: 5.3; 3rd inr: 5.4; mean: 5.53; sd: 0.32; %cv: 5.81. Since 5.81% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Investigation: visual inspection revealed contamination on heater plate deck. Strip investigation was performed on strip lot #225434. Donor 1 and donor 3 have 1.17 inr and 5.16 inr, respectively on sysmex results. Since the values are not within the required inr range for internal testing, these aforementioned inr results have been excluded from comparison tests. See scanned table. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out three replicates for both samples for lot #225434 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Conclusion: data analysis of mean and cv% calculation from comparison test data provided by end-user revealed both accuracy and precision criterias have been met. Returned meter and strips were tested in lab. Comparison tests also were performed on sysmex and other lab meters. Customer's observation of discrepant test results was not reproduced. Customer using meter without proper training. Meter was purchased from unauthorized source. There is insufficient info to determine the root cause of customer's test result discrepancy. As of 03/26/2010, 6 discrepant result complaints were reported for lot #225434 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010; inratio: 5.9, 5.3 (re-test), 5.4 (re-test), 6.9 (re-test, later in the evening); lab: 3.6.